Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient was getting good therapy before the patient¿s primary cell implantable neurostimulator died. The patient was undergoing a replacement of their primary cell device, and intraoperative impedance results found that when testing with the multi-lead trialing cable at 0.7 volts with electrode 0 as the reference, electrodes 2,3,4 and 6 were greater than 10,000 ohms. When running at 3.0 volts, those contacts were under 40,000 ohms, but still elevated around 13,000 ¿ 38,000 ohms. It was unknown if the extension or lead was the issue, and it was suggested that they could leave everything as is with the new implantable neurostimulator and possibly program around the issue post-operatively. There were no patient symptoms or complications reported.

Event description:
Additional information was received via a manufacturer representative from a health care provider regarding the patient. It was reported that a replacement device was not implanted. There were no symptoms associated with the high impedances as the battery was dead prior to the replacement surgery. The health care provider wanted to replace the extensions so he found the connection, disconnected, and then the lead was tested to know if the issue was with the lead or the extension. The issue was found to be with the lead, so the health care provider reconnected the extensions, closed the patient up, and didn¿t feel responsible implanting a battery because this surgical lead needs replacement. The patient¿s weight was unknown at the time of the event, and the event was not resolved. No further complications were reported.